Event description:
Low blood glucose levels, one with loss of consciousness[hypergylcemia]. A patient, who was introduced to novolog penfill 3 ml (insulin aspart) and an innovo insulin doser in 2002 for initiation of treatment of type 2 diabetes, experienced low blood glucose levels on two occasions, once of which involved a loss of consciousness. The first episode occurred when they initiated insulin therapy in their doctor's office in 2002. They injected 6 units of novolog penfill insulin with an innovo doser under the supervision of their physician. They did not eat breakfast that morning and was in the office for 30 minutes after the injection. After leaving the office, they went to eat at restaurant. While at the restaurant, they started sweating, became unable to talk and then passed out. Emergency medical services were called and they measured the pt's blood level to be 35 mg/dl. They were taken to an emergency room where they were treated with intravenous glucose and recovered. They were discharged from the emergency room the same day. In 2002, they experienced a second low blood glucose episode. They became lightheaded, and their blood glucose was 53 mg/dl. They treated the episode by eating candy and recovered without loss of consciousness. They also reported that, at times, the display on their innovo doser did not come on or complete a circle signaling that their injection was complete. They stated that they believed they were getting too much insulin. Pt was disagnosed with diabetes in 12/1998 and was originally treated with unspecified oral medication. They have no hepatic, renal or other medical problems.